Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that on (B)(6) 2016 the patient underwent an invasive surgical procedure to excise the mesh, which had become infected and necessitated additional surgical repair to remove the mesh. He had abdominal wall cellulitis due to the hernia infection, exploratory laparotomy with excision of the infected hernia mesh. No additional information was provided.